Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the subcutaneous implantable cardioverter defibrillator (s-ICD) was performed. Visual inspection of the s-ICD did not reveal any abnormalities. Multiple attempts were made to establish radio frequency (rf) communication with the s-ICD however it would not connect. Upon being heated up, the wakeup periods were less than 1.8 milliseconds which is not long enough for reliable rf operation. This behavior is consistent with an issue with the oscillating crystal within the radiofrequency (rf) circuit. Analysis could confirm the allegation made against the s-ICD in the field.

Manufacturer narrative:
This s-ICD is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to establish telemetry with any programmer. Despite troubleshooting, the issue continued to persist. Surgical intervention was later performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.